Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer¿s blood glucose level of 700 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. Reportedly, the customer went to the emergency room and was subsequently admitted to the intensive care unit about 6 month ago; however, the specific date could not be recalled. The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Reportedly, the customer could not recall the day they were released from the hospital. Ultimately, the customer reverted to an alternate method of insulin therapy.